Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in black out screen. Instructions, operation manual describes how to inspect for the subject event as below: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ ¦ "inspection of the endoscopic image" "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported that the endoeye flex deflectable videoscope screen blacked out. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of screen blacked out was not confirmed. Device evaluation found that the adhesive on bending section cover had a chip, venting connector of light guide connector was loose, the control section was broken due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on lock engagement lever, the bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.